Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultra test strips towards the end of the vial were not wicking her blood samples as easily. She also started a new test strip vial and the issue persisted. The customer care advocate (cca) noted that the pt's one touch ultrasmart meter was displaying the "error 5" message. The medical affairs specialist (mas) was unable to reach the pt by phone to obtain/verify info; therefore, the following info was obtained from the cca's documentation. The pt claimed the reported issue first occurred the night before she contacted lfs (at 7:30 pm on the day before). After the reported issue began (unspecified time), she continued to take her usual dose of novolog (unspecified dose). She also stated she developed symptoms of "felt like running high sugar", however, it is unclear if her symptoms started before or after she took her usual dose of novolog. The pt denied receiving any medical intervention and/or treatment as a result of the reported issue. She also did not test on any other devices. During troubleshooting with the cca, the pt claimed the test strips were damaged and the correct testing techniques were being used. According to the cca's documentation, the reported issue was not resolved with troubleshooting. Replacement prods were sent to the pt. It would have been helpful to know how often the pt tests, what diabetes medications she takes, and when she last obtained a successful meter reading. It would also be helpful to know, when her reported symptoms began and when her symptoms were alleviated. Based on the provided info, this complaint is being reported because the pt allegedly developed hyperglycemic symptoms after the reported issue began. In addition, the "error 5" issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips is returned, lifescan will evaluate it/them, and if either the meter or strips do not pass insp, lifescan will inform FDA of the results in a supplemental report.